Event description:
During withdrawal of the 18 fr gore introducer sheath following successful implantation of excluder bifurcated endoprosthesis devices, the left external femoral artery ruptured. According to the gore rep present at the case, the vessel diameter was approx 6 mm, too small to accomodate the 18 fr introducer sheath. An 8 mm gore-tex vascular graft was interposed to repair the rupture. There was no adverse outcome for the pt. No allegation of deficiency was made regarding the introducer sheath.